Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260167 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification. The initial user report contains multiple lot numbers in a single report. Hamilton medical ag has created and submitted for each lot number - one MDR. Manufacturer's reference numbers (linked to hmag ref: (B)(4) listed below: (B)(4) at the time of reporting, the production date and expiration date are not available, therefore, complete UDI information could not be provided. All available device identification information has been included in this report. Should additional information become available, it will be provided in a follow-up submission.

Event description:
It was reported to hamilton medical ag that: when replacing the breathing circuit on the hamilton-t1 ventilator with the tubing from the coaxial breathing circuit kit equipped with a flow sensor and an exhalation valve (ref. 260167), the ¿exhalation obstructed¿ alarm message appears and persists. These incidents have been occurring several times a day for the past two months, and the affected batches are as follows: 203019, 202496, 202490, 202168, 203019, 202473. A problem with the exhalation valve is suspected. Hamilton has been informed. No serious consequences have been observed in patients. Possible consequences: delay in treatment and/or risk of insufficient ventilation of the patient.